Event description:
Unomedical reference number (B)(4). Event occurred in the united states . The patient reported that the infusion set fell off during use on (B)(6) 2024. It was confirmed that it was in use for less than a day. Also the patient was able to change the infusion set and resume the insulin. No further information available.